Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the laser registration step, two communication failures occurred causing shutdown of the system. After each shutdown the registration needed to be restarted. The two communication failures occurred while the support arm was locked between the positions 1 and 2. Then the robot was moved closer to the patient with the support arm locked to position 1 and no further error occurred.

Manufacturer narrative:
It was reported that two communication errors occurred during registration. DHR review and review of complaint history did not identify any contributory factors to the event. Based on the investigation performed, the technical root cause of the first communication error cannot be determined and the technical root cause of the second communication error is related to design. During the investigation, an additional error corresponding to a known design defect was also detected in the software logs.